Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm4 to resolve the reported problem. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported problem. The unit was placed on in-house system and the 319 error was replicated. The technician jumped a fiber cable from acs pca to accl pca and the 319 error was cleared. The original fiber cable was reseated and 319 error came back again. Visual inspection noted the rolling loop is broken. As a fix, the rolling loop will be replaced. The unit will be returned to fa after initial repair to complete all the fa tests. After initial repair, the unit passed normal mode with no errors. On patient side cart fixture test platform (pftp), the unit passed direction tests, c. Lissajous, sensor check, sine cycle, carriage friction test, brake tests, carriage strength, fiber tests, and fan tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 32097 and 307 occurred while the universal surgical manipulator (usm) 4 was moving. The user power cycled the system to clear the errors; however, error 319 occurred. The issue was not resolved and the user decided to disable usm4 to continue. The procedure was completing as planned with no reported injury.